Event description:
It was reported that the patient experienced recurring urinary incontinence and hematuria due to erosion at the artificial urinary sphincter cuff site. The patient underwent surgery to remove the device. There were no further patient complications.

Manufacturer narrative:
Upon receipt at our quality assurance laboratory, this artificial urinary sphincter underwent a thorough analysis. The cuff was visually and microscopically examined, and leak tested. No anomalies were found with the cuff. The pump was visually and microscopically examined, and leak tested. The pump had contamination within; therefore, it was not functionally tested. The pump passed the leak test. The balloon was visually and microscopically examined, leak and functionally tested. No anomalies were found with the balloon. The reported patient symptoms are known risks associated with implant of these devices as indicated in the instructions for use. Based on the information available, a conclusion code of known inherent risk of device was assigned to this investigation.

Event description:
It was reported that the patient experienced recurring urinary incontinence and hematuria due to erosion at the artificial urinary sphincter cuff site. The patient underwent surgery to remove the device. There were no further patient complications.